Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety, seroma-late, and capsular contracture, baker grade IV.

Event description:
Healthcare provider reported, right-side deflation and exchange from textured to smooth implant due to the patient's concern with the product. Later, allergan representative reported on behalf of the healthcare professional, "patient wants the implants out because she has fluid around them and is in pain." Later, healthcare professional reported, capsular contracture, baker grade IV. The device remains implanted.